Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to send a remote transmission. A magnet was applied over the device and there were no tone with magnet application. The device battery was assumed to have been completely depleted. The device remains in use. No patient complications have been reported as a result of this event.